Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose after an infusion site change with the ilet system, noting uncertainty about performing the cannula fill and later confirming cannula fill was completed with guidance; glucose rose to a maximum of 381 after starting at 303 and subsequently decreased to 146, with sensor use on dexcom g7 and no ketone testing or backup therapy. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient impact to blood glucose control without medical intervention or hospitalization. Investigation included customer counseling and troubleshooting to verify infusion delivery by disconnecting the site to observe drops at the tubing needle and guidance to perform cannula fill. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with user-reported uncertainty about cannula fill and subsequent resolution after completing recommended steps, and no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.